Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 45% to 13% in a three-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Correction (follow up report 2): explant date changed from (B)(6)2022 to (B)(6)2022. Information had been provided incorrectly from the field, but additional information was received indicating that the product was explanted on (B)(6)2022. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 45% to 13% in a three-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product was returned for analysis.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 45% to 13% in a three-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The sales representative is going to discuss product return availability with the explanting facility.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time. Correction (follow up report 2): explant date changed from (B)(6)2022 to (B)(6)2022. Information had been provided incorrectly from the field, but additional information was received indicating that the product was explanted on (B)(6)2022.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity decreased from 45% to 13% in a three-month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. A safe replacement window of 90 days was recommended by technical services (ts). No adverse patient effects were reported. The device remains in service. Additional information was received. The device was explanted and replaced. No additional adverse patient effects were reported. The product is expected to return for analysis.